Manufacturer narrative:
Insulin pump received with no motor movement during rewind sequence due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to corroded motor home switch. No an error in the motor was detected by reading unexpected value from hall sensor noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. The customer's blood glucose level was unknown at the time of incident. The customer stated that they were able to clear the alarm but were unable to rewind the insulin pump. Advised the insulin pump requires replacement and to discontinue use of the pump and to revert to backup plan. The insulin pump will be returned for analysis.